Manufacturer narrative:
(B)(4). We are in the process of obtaining the complaint devices for evaluation. Our investigation is in progress and we will provide a follow up report upon completion of our investigation.

Event description:
A hospital in (B)(6) reported that two mr290v vented autofeed humidification chambers from two rt265 infant dual heated evaqua2 breathing circuit kits were damaged during use. No patient consequence was reported.

Manufacturer narrative:
(B)(4). Returned devices: mr290v; lot: 1504230304; date of manufacture: 23 april 2015. Mr290v; lot: 150827; date of manufacture: 27 august 2015. Method: two mr290v vented humidification chambers were returned to fisher & paykel healthcare in (B)(4). They were visually inspected for the reported damage. Results: visual inspection revealed that cracks on the chamber dome on both mr290v chambers. On one of the chambers the crack was horizontal between the bracket and port and on the other chamber multiple cracks were found close to the base. Residue was also found around the crack on one device. Smeared print was observed on both chambers. Conclusion: the residue and smeared print on the devices indicate that the chambers were in contact with a solution containing alcohol which resulted in stress cracking of the chamber dome. All mr290 chambers are visually inspected and pressure tested before they leave the production line. Chambers that fail any of these tests are discarded. This suggests that the problem occurred after the subject mr290 chambers were released for distribution. Our user instructions that accompany the mr290v vented autofeed humidification chamber state the following: do not soak, wash, sterilize or reuse this product. Avoid contact with chemicals, cleaning agents, or hand sanitizers; use of the mr290 above the maximum operating pressure may lead to cracking, water leakage and, on rare occasions, could lead to a loss of ventilation pressure; set appropriate ventilator alarms; perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient.

Event description:
A hospital in (B)(6) reported that two mr290v vented autofeed humidification chambers from two rt265 infant dual heated evaqua2 breathing circuit kits were damaged during use. No patient consequence was reported.